Event description:
While working on tooth #19, the pt tongue was burned, by the head of the handpiece.

Manufacturer narrative:
The pt was given peredix mouth rinse. During product evaluation, was found: bearings grinding; dented/damaged head in several places around the backcap; backcap stick in sometimes which interferes w/bearings; head heats up quickly.